Event description:
Related manufacturer reference number: 2017865-2022-16309. It was reported that patient presented to emergency room. Upon interrogation, it was found that patient's right ventricular and atrial lead exhibited noise. Pacing inhibition was also noted due to noise oversensing on the right ventricular lead. Programming changes were made. The patient was not symptomatic.

Event description:
New information received notes that atrial and right ventricular lead was explanted and replaced. The patient was stable after procedure.